Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed with message: 'system volume too small' during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the device was checked and nozzle unit on o2 gas module needs to be replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 02/26/2016. Corrected manufacture date: 02/17/2016. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).